Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, a foley catheter was inserted via the suprapubic route. On removal, it was not possible to deflate the balloon and remove the catheter. Cystoscopy was required to puncture the balloon and free the blocked catheter.